Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred during basal delivery. During system check with tandem technical support, it was confirmed that the occlusion was related to the cartridge. Customer changed cartridge to address the occlusion alarms, and resumed insulin delivery. Customer¿s blood glucose level was 245 mg/dl.